Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient reported that at 12:30 am his mobile app kept beeping, giving him readings of 46 mg/dl. He tried drinking juice and coke but there was no update in his readings, and it remained low. He confirmed that he did not experience any symptoms of hypoglycemia, but he decided to go to the hospital emergency room to let the doctors check his glucose for him. When he arrived at the hospital, his finger stick bg was 569 mg/dl and he remained asymptomatic. He turned off his phone since it kept beeping. After testing his bg the doctor did unspecified blood work. At 1:23 am, his bg was 487 mg/dl. He was given regular insulin humulin-r and one bag of sodium chloride IV; he cannot remember the insulin dosage. At 3:59 am, his finger stick bg was 578 mg/dl. He was again given an unspecified dose of regular insulin humulin-r and another bag of saline IV. At 4:59 am, his fingerstick bg was 513 mg/dl. He was given a third dose of regular insulin humulin-r and a bag of saline IV. At 10:48 am, he got a sensor error on his mobile app. His bg was 144 mg/dl and he was sent home, still feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.